Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer stated that insulin pump was under delivering because they have been using the same set for the last 10 years. Customer¿s blood glucose level was 30 mmol/l at the time of hospitalization. Customer was treated with bolus and drips for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The reservoir will not be returned for analysis. Unomed set.